Manufacturer narrative:
Product analysis: a visual and a microscopic review of all parts returned indicated that the two bigger screws and two of the set screws had heavy witness marks from the rod moving in between the two components. From witness marks on the rods, it appears that these two screws were located on the end of the construct. One of the bone screws has a witness mark on the head of the screw indicating that the rod came in contact with the head. This is consistent with the angulation of the rod and bone screw head. There are also witness marks on the shaft of the bone screw from where the bone screw head was sitting fully angulated. The other items returned did not appear to have issues. It appears the steep angulation between the two screws and rods could have led to the set screw loosening. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior vertebral body replacement surgery and posterior fixation at t4-s2ai due to vertebral body collapse at l4. On an unknown date, post op, set screw on the caudal side totally backed out from the screw head at s1/s2ai. Since on one side, the direction of the screw head at s1 and the screw head at s2ai were different, it was difficult to have back out issue, but all the four set screws still backed out. The patient also had pain in the lower back due to set screw backing out. Hence, the patient underwent a revision surgery, in which screw replacement and fusion for extending the rod was performed.